Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/28/04, the patient contacted lifescan alleging that her one touch profile meter had missing segments in the display. She had last tested with the reported meter in early october 2004; however, she did not know the result obtained. She did not experience symptoms of high or low blood glucose at the time of concern. She took no actions to affect her blood glucose level after attempted use of the meter. She tested on another meter and obtained a result in the normal range. She didn't recall the specific result obtained. She contacted her medical professional for advice and received no treatment. The customer service representative confirmed that the meter display had missing segments. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the information supplied by the patient and the troubleshooting conducted by the csr, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.